Event description:
Have had multiple abdominal issues since essure procedure 5 years ago. Heavy menstrual bleeding, hip and legs ache never had these issues prior. I've had diverticulitis twice in the last 4 years, never had problems with my bowels prior. Two years after essure needed a uterine ablation, 2 months after that had gallbladder removed due to bowel and gi issues. Now on (B)(6) 2017 diagnosed with diverticulitis again. Had CT scan done, the dr told me the night essure wire has migrated and is outside my fallopian tube and laying next to my uterus they are unsure if it is free floating or embedded on the side of my uterus. This has caused me to now have a hysterectomy and removal of essure wire. Till I have the hysterectomy, the wire could migrate other places in my abdomen and cause other issues. Hysterectomy scheduled for (B)(6) 2017.